Manufacturer narrative:
A review of the device history records for the reported batch number was performed. The review confirmed that the batch met all material assembly and performance specifications. A review of the bsc glens falls complaint report for the custom kit product family, for failure modes indicating a sterility issue did not indicate the presence of a trend. The returned kit was visually examined and a small hole in the tyvek portion of the pouch was noted. While the exact cause of this damage cannot be determined, it may have been the result of rough handling and improper visualization during the packaging process. Our process controls require that pouches be free from holes and tears. All employees involved with the processing of the reported batch have been made aware of this complaint and have been retrained on the applicable packaging and inspection procedures. The information contained therein is being provided to the FDA to comply with regulations relating to medical device reporting. This submission is not intended to and shall not constitute an admission on behalf of boston scientific that the product which is the subject of this report in any way has malfunctioned, was defective, or causally related to any death or serious injury.

Event description:
Hospital reported receiving sterile convenience kit with a small hole in the pouch, thereby compromising sterilely. The kit was not used and has been returned to the manufacturer for evaluation.